Event description:
Family member called on 10/10/2002, in regards to a pt's diabetic meter. Medical affairs rep spoke to pt on 10/11/2002 and they mentioned they were hosptitalized for four days. Apparently pt had not been feeling well for the past couple of days (would not elaborate on how they were feeling). In 2002, pt tested their bg in the morning and obtained a bg of 45mg/dl and ate breakfast. They did not test their bg till later that night. They obtained a 26mg/dl and then ate dinner. They tested their sugar after dinner and obtained a 57 mg/dl. They drank half a glass of orange juice and then called paramedics. Paramedics arrived and took pt to the hosp where the dr tested their blood sugar and obtained a 326mg/dl on the hosp meter (brand unknown). Paramedics did not test pt's blood sugar or treat pt. Emergency room staff treated pt with insulin and did several tests on pt's health conditions. Dr did an EKG, and also told pt that their kidneys were not functioning properly and they had congestive heart failure. Pt was discharged from the hosp in the evening four days later. Pt has one strip left from their subject lot# of test strips (183434b). Pt tried to test their blood sugar and was unable to obtain a reading, so they used another strip from the vial (strip was in good condition) and that was when they obtained the low blood sugar of 45mg/dl. Pt mentioned that when family member spoke to the lfs rep, they were told that the subject vial of strips were no good because they fell out of range. Medical affairs rep sent pt a new vial of test strips and ctrl and requested pt to send back subject vial of test strips even though there is only one strip left in vial. Pt stores the strips properly as stated in the owner's booklet and strips have been opened since 8/2002. Pt mentioned that day, pt did not take any insulin because of the low blood sugar reading. Pt would not provide the co with their sliding scale or the name of their insulin.